Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. Per (B)(4), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.